Event description:
Information received by medtronic indicated that the insulin pump had cracked back side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring=clear, customer complained on (B)(6) 2021 cracked on battery side. Unit passed displacement test. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube) and keypad overlay texture. The p-cap/reservoir does lock properly. Confirmed cracked keypad overlay and cracked case (battery tube).